Event description:
Customer reported implants placed and buried. Sutures removed and one week later and issues noted. It was reported that the patient experienced infection at implant tooth sites #29 and 30. Patient returned one week later with complaints of pain and swelling. Noted to have parulis heal # 29. Flap reflected and pus/bone loss noted. #29 and #30 implants. Both implants were removed and curetted ostomy sites. Acute osteomyelitis noted.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. H3 other text : summary investigation.